Manufacturer narrative:
The manufacturing date for the reported device is prior to 24 sep 2016 so no UDI required. E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). A philips authorized service personal (asp) evaluated the device and found a ECG lead error code and determined the probable cause of the malfunction is ECG lead cable malfunction. The ECG lead cable was replaced to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the ECG waveform is not correct. The device was in use on patient at time of event, there was no adverse event reported.